Event description:
Discordant, falsely low follicle stimulating hormone (fsh) and prolactin (prl) results were obtained for two patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun the next day on the same instrument and resulted higher then the initial results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low fsh and prl results.

Manufacturer narrative:
The customer refused servicing by siemens. The customer confirmed no issues with the other assays and no errors in the event log. The customer stated that the quality controls were in range on the first day the samples were run. The cause of the discordant, falsely low fsh and prl results is unknown. The customer is finding the results currently being obtained are as expected.